Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 0, and the pump would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, as it was already being replaced in another case.